Manufacturer narrative:
Hologic technical support (ts) reviewed the logs and determined no hardware or reagent preparation issues. All values are within range. Ts recommended for the customer to review their external quality control (eqc) storage and handling. No further issues were reported.

Event description:
Customer called hologic technical support (ts) requesting for their logs (worklist (B)(4)) to be reviewed and for hologic to provide feedback on possible cause of lower rlu values. Customer used sarscov2 assay lot 297267 on panther instrument serial (B)(4). Customer noted that the values for positive results were running lower than usual. Controls are valid but other values are lower than expected.